Event description:
Insulin leaking from reservoir. Customer stated that her blood glucose levels were high. Customer then noticed insulin in the reservoir compartment, when hanging out her set. Customer reported that o-rings did not fall out and she did not have a hard time removing plunger.